Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that approximately three months ago the patient presented with right limb occlusion. This occlusion was probably compromised from the beginning because the patient had claudication in the leg immediately after the implant procedure. Additionally, the patient had poor flow prior to the operation. A thrombectomy may have been performed at time of the event. One month later the left renal had become completely covered by the stent graft and the right renal was 80% covered by fabric due to proximal stent graft migration of 5-8 mm. A secondary intervention was performed and an icast stent was placed to allow perfusion to the renal arteries. No additional clinical sequelae were reported and the patient is fine. The exact date of the event is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (poor flow prior to the procedure). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (poor flow prior to the procedure).